Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited noise and the helix was unable to extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found a complete lead was returned for analysis. Visual examination of the lead found the helix was extended and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to the dried body fluids in the helix housing. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.